Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus deliveries. The customer's blood glucose (bg) levels ranged between 222-386mg/dl and a manual injection was administered to address the elevated bg level. The customer changed their pump supplies numerous times but continued to receive occlusion alarms. A pump system check was performed using the current supplies and the pump performed as expected. No damage was noted to the cannula. The customer disconnected from their infusion set site and while disconnected delivered a correction bolus which was stopped by an additional occlusion alarm. Tandem technical support educated the customer in regards to occlusion alarms and other factors that lead to occlusions.